Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of balloon damaged.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used in the esophagus during an endoscopic retrograde biliary drainage procedure for cbd stones performed on (B)(6) 2026. During the procedure, the balloon was noticed to be broken. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.